Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery casing device stopped. There were no delays in the surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement. The exact date of this event is unknown. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device was dirty, oily, corroded, corrosion on connection pins and the housing was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date of this report and date received by manufacturer were documented as (B)(6) 2017 on the initial report. The correct date is (B)(6) 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.